Manufacturer narrative:
Due to character limit in the e1 section: the full initial reporter name is (B)(6). The full event site name is (B)(6) medical center. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump had a bad video screen. The patient details and injury information was not provided.

Event description:
It was reported that prior to use the cs300 intra aortic balloon pump had a bad video screen. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h6 (health effect ¿ clinical code, health effect ¿ impact code), h9, h11. Corrected fields: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: b6, b7, d10.

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site email), e2, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and observed lines running through screen. Fse replaced screen to resolve issue. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.